Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/3.0/81 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise was observed. Reportedly, "the vision has been gradually improving." The problem has been resolved.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4)